Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart and loose drive before and after a battery change. Customer's blood glucose was 248 mg/dl at the time of incident. Troubleshooting found that the alarms cannot be cleared. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed after battery change due to faulty component on the interface board. No a17 alarm noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed off no power test, self-test, displacement test, rewind, basic occlusion, occlusion, prime test and excessive no delivery alarm test. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.